Event description:
It was reported the camera head had a damaged plug board. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed due to the connector base failure. Additionally, during testing and evaluation, it was observed that there was no image displayed and image noise due to a defective charged coupled device (ccd), and corrosion on the adaptors. Therefore, it was assumed that "no image is displayed" and "image noise" occurred due to the video function not functioning properly. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a damaged plug board. The reported malfunction occurred during cleaning and disinfection for an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.